Event description:
It was reported by svc report that the headboard was cracked and broken with exposed sharp edges that could cause lacerations/cuts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Headboard.